Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). Device has not been returned to manufacturer, supplemental report will be submitted upon completion of additional findings. Parent record- (B)(4).

Event description:
It was reported by nurse that during use on patient, fo sensor failed after an insertion of a sensation plus 50cc balloon catheter. Nurse removed and reinserted fo sensor cable three times but fo sensor failure alarm continued. There was no patient harm or injury reported.

Manufacturer narrative:
Updated: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected: d1, d4 (version or model #, catalog #, unique identifier (UDI) #). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Parent record- (B)(6).